Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image was not displayed due to a defect in the camera cable unit. There was a knot on the cable and the contact pins were corroded. -the rear cover was damaged. -the focus ring was cracked. -there was a small scratch on the cover. -the serial number plate was scratched. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the endoscope image may not be displayed due to a malfunction of the camera cable unit. -omsc confirmed that the device was normal at the time of shipment. -since the device does not have logs, it was not possible to check the operation history or errors. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems india private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the routine inspection, it was found to have a issue with the endoscopic image. There was no report of patient injury associated with the event. The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device and found that the camera cable was twisted and the endoscopic image did not appear on the monitor screen.